Manufacturer narrative:
(B)(4). It was reported that the device was discarded at the customer site therefore a device eval could not be performed. The mfg documentation for this device was reviewed and the device met all quality and mfg release criteria. To date, no other complaints have been reported for this failure mode within this lot. The IFU precaution for this type of catheter states: "in the event that the guide wire in the blood vessel becomes stuck in the catheter and becomes inoperable, carefully and slowly remove both the catheter and the guide wire together." The physician followed the IFU and no pt injury occurred. No further action is required.

Event description:
It was reported that after inflation, the catheter got stuck on the guidewire. The catheter and the guidewire were removed together as a unit. It was reported that the right coronary artery (rca) was highly calcified. The user did not observe any damage to the catheter after use and the ivus procedure was aborted. There was no pt injury or adverse event occurred and it was reported that the pt was released from the hosp as scheduled. This is being reported as a notification only. It is volcano's policy to report all cases where potential volcano device issue causes removal or exchange of the guide wire.